Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: ifos chemo bag was spiked and placed into b. Braun pump with primary tubing. Tubing was hooked up to circle prime through the pump. Priming was started when rn and I noticed the tubing immediately outside the pump was dripping liquid. Priming was immediately stopped. When tubing was removed from the pump it was noticed that the tubing had a break in it near the green clamp that has to slide into the pump. Another rn was called to assist in the spill. Pumps were exchanged for new pumps and all wiped down. Medication and tubing were placed in chemo biohazard bag. Medication was never hooked to the patient. Pharmacy was notified to prepare a new bag.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or batch number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.